Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported by a purchasing clerk of the hospital, reported in her letter that the surgeon has stated during a surgery performance that the inserted inlay could not be adjusted tightly to remain in a stable position. According to the given info, there was no pt impairment and no prolongation of the surgery procedure because another inlay was available to complete the surgery successfully.